Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The account mentioned that for the six (6) weeks prior to (B)(6) 2018 they have experienced dlk with their system. Around (B)(6) time they stopped treating patients and performed an internal audit of their procedures and a thorough cleaning of the surgical suite. The account mentioned to johnson & johnson surgical vision application support manager (jjsv-asm) they suspect their instruments as the cause of it however, they have not done any cases recently to know if the dlk has subsided. The system was evaluated by a field service engineer and he found no issues with the unit. Applications support manager visited the site and they reported they have plans to resume lasik at the end of (B)(6) or early (B)(6). They were writing a new procedure for instrument cleaning prior to do treatments. They are currently only doing photorefractive keratectomy. A review of records related to the device including labeling, complaint trending, and risk documentation was performed and no issues were found. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had surgery on (B)(6) 2018 and presented post op with diffuse lamellar keratitis (dlk) in both eyes. Patient had flap lift and rinse procedure within a week of the original surgery date (exact dates not available) and topical steroids were given. Dlk have subsided with no loss of best corrected visual acuity. Current uncorrected visual acuity (ucva) is 20/15